Event description:
The customer reported via phone call that their insulin pump was damaged. The customer reported a crack located at the reservoir compartment. It was also found a piece broke apart from the reservoir compartment while the customer was on the phone. The customer's blood glucose was 137 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while the insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, and a cracked case at the reservoir tube window corner.